Event description:
Customer reported over infusion of heparin. At 4 pm, the nurse programmed an infusion of heparin at 10ml/h. At 7 pm, the nurse stated a new bag of maintenance fluids (d5 1/2 ns) was hung with an intended rate of 100 ml/h; (per the pyxis log, a 1000 ml bag of d5 1/2 ns was removed for this pt). At 10pm, the pump infusing the heparin alarmed for air-in-line. Another nurse responded to the alarm and noted the bag of heparin was empty and the rate had been 100 ml/h. Stat labs were drawn, the results were elevated, the heparin infusion was stopped and restarted 3 hours later. No patient harm reported. No add'l info was available.

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included. The pump module event log was received for investigation, the pc unit was not sequestered, therefore, it's log was not available for investigation. Review of the event log showed that at 4:10 pm, the pump was programmed at a rate= 10 ml/h with vtbi=240 ml. At 4:14 pm, the rate was changed to 9 ml/h and vtbi=239.302 ml. At 6:17 pm, the pump was powered off. At 6:46 pm, the pc unit was powered on and the involved pump was labeled as channel b. At 7:02pm, the rate was programmed as 100ml/h and vtbi= 950 ml. At 9:42 pm, the pump alarmed for air-in-line. At 9:51pm, the pump was powered off. At 10:00 pm, the pump was powered on and 1 minute later, the rate was set to 9ml/h and vtbi= 240 ml. The cause of the reported over infusion of heparin was determined to be user programming.